Event description:
I used to have breast implant and (B)(6) 2012 I got implant rupture in my right side. I went to surgery to replace implants (B)(6) 2012 and I got allergan breast implant gel silicone. Since I got them I was very sick, around pain in my right breast, pain in my right hand, shoulder muscles and neck muscle swollen. The pain affecting my right side of face, swollen mouth, gums, cheeks, and eye. I went to surgery (B)(6) to remove the implant from my body and even the same day after surgery I feel different, my body much better and the pain is gone. Every day feels much better. They give me antinflammatory steroids, 2 shots, (B)(6), and meloxican 7.5mg one pill by day. Reason for use: breast augmentation.